Manufacturer narrative:
Correction: lot number. . A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. Visual inspection of the returned sample showed that the line was detached from the hansen connector in unit 4. The detached hansen connector was clearly visible and caused by an insufficient gluing of the connector to the line. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A nonconformance has been opened to address this issue. Furthermore, it was detected that the luer lock connectors at the lower part of cartridge diamars ie and cartridge diamars ac were broken. The cause of the broken connectors at the upper side of the cartridges was determined to be rough handling during deinstallation of the treatment kit. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During priming of prismaflex device, the machine alarmed prime self-test (code 20) - malfunction alarm. After correction of this error, a leak from the filter connection port from the mars disposable was detected. Following this, a disconnection of the tubing from the connection port was observed. The set could not be used. There was no patient involvement. No additional information is available.